Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leak insulin. The customer's blood glucose level was 300 mg/dl. Subsequently, the customer changed the cartridge and received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer reloaded the same cartridge to resolve the issue.